Event description:
Reporter alleges the pt noted a decrease in size, diagnosed with lupus, threatening pulmonary complications requiring steroids (still on these) and exam was positive for grade IV contracture of the right and grade ii contracture of the left. The right implant was also ruptured.